Event description:
During on-site testing of an o-arm imaging system, used exclusively for training presentations, a medtronic representative reported an accidental radiation occurrence. X-rays were released when the umbilical cable was accidentally stepped on. This was confirmed by the use of a dosimeter. There was no pt involvement, and there was no injury to the user as a result of the reported event.

Manufacturer narrative:
Initial inspection of the device found a broken red wire behind the footswitch connector at the connection panel that when shorted to the ground, fired boost fluoro. This was tested with, and without, the handswitch connected. A RMA was issued for the handswitch and panel of the system. The hardware components have not been evaluated as of the date of this report.